Event description:
It was reported the patient with an implantable pulse generator died six months post implant. Interrogation records indicated that the device was working normally, however the patient's family "still doubt about it." A cause of death was received and indicated, "doubted v-fib". No further explanation of the cause of death was reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.